Manufacturer narrative:
Additional information: a record review was performed. A trend review showed there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. All pertinent information available to abbott medical optics has been submitted.

Event description:
An abbott medical optics' application support manager (asm) reported there was a loss of suction during an inlay procedure on the left eye (os). The loss of suction occurred prior to the completion of the side cut. The laser treatment was aborted and the patient was rescheduled to complete the treatment. This is two of two reports.